Event description:
It has been reported that the anesthesiologist was placing the catheter through the tuohy needle during a nerve block procedure. When the catheter was slightly retracted, he felt something "catch". At which time, he removed both the needle and catheter as one and noticed the sheathing on the catheter had been sheared. As a result, a new kit was opened and placed successfully for the pt. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt outcome was okay. On (B)(6) 2012 - f/u info states the catheter sheathing was cut but did not shear off. Nothing was retained in the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.